Manufacturer narrative:
Distributor field safety engineer (fse) confirmed the reported complaint. Investigation showed that the needles were potentially clogged. The gas system parts were removed from the system and returned to galil inspection of the argon dryer showed no damage to the screens or leakage of desiccant. The desiccant tubes were also inspected and no damage was noted. . Galil field safety engineer flow tested the desiccant tubes and found five that had the flow restricted. Additional investigation found the desiccant balls in the tubes were partially broken which may have contributed to the flow restriction. Based on the investigation, the exact root cause for why the system froze for seven minutes before failing could not be determined. The fse performed a complete preventative maintenance and the system was determined to be operational.

Event description:
Prior to a cryoablation procedure, icerod cx 90° needle/vl needles and system tested fine with no issues to report. During the 1st freeze cycle the needle in channel one functioned for 6-7 minutes and then the temperatures went from -120° to -10° and stayed there. No iceball was created. Needle in channel two, after 7 minutes did the same thing; went from -120° to -10°. The iceball was very small. Both needles were thawed. 2nd freeze cycle was also not successful and the same issues presented. Therefore, the physician aborted the case. The patient was not harmed. It is unknown if the patient will be rescheduled for another procedure.